Event description:
The customer reported that during a routine check of the unit, the assist/standby key on the keypad was activated when the monitor top cover was lowered to the closed position. No pt was involved.